Manufacturer narrative:
Further investigations were performed on the patient sample. An interfering factor against the assay antibody/idiotype has been confirmed within the sample. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A general product problem can be excluded.

Manufacturer narrative:
The sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii results for one patient sample with the cobas 8000: cobas e 602 module serial number (B)(4). On (B)(6) 2021, the initial ft4 result was 1.88 ng/dl. The initial ft3 result was 6.97 pg/ml. On (B)(6) 2021, the repeated ft4 result was 1.940 ng/dl. The repeated ft3 result was 5.760 pg/ml. The questionable results were reported outside of the laboratory. The physician requested the sample be tested with an abbott analyzer as the results were higher than the normal range. The abbott ft4 result was 1.30 ng/dl. The abbott ft3 result was 1.12 pg/ml. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.